Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose level was 410 mg/dl at time of incident. Customer declined troubleshooting for high blood glucose. The customer was treated with insulin bolus for the high blood glucose. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer stated that the insulin pump had past event of insulin flow blocked alarm which was resolved by infusion set change. The device will not be returned for analysis.